Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery was not able to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up #2 date of submission 12/07/2016.

Manufacturer narrative:
Follow-up #1; date of submission: 10/19/2016. The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings. During investigation, the battery cap was damaged with the top stripped. The battery cap was hard to remove/insert due to the damage. A test battery cap was able to be inserted/removed fluently. A test cap was used for all testing.